Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the lead was complete. Microscopic inspection identified a kink with multiple broken wires; consistent with overstress condition subjected to while in vivo.

Event description:
Only one of the patient's leads was explanted and replaced. It is unknown which lead so both were reported.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-02749. It was reported that high impedances were recorded on the patient¿s implanted leads keeping the patient from entering MRI mode. As result the lead were explanted and replaced.